Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire was used during an ureterolithotomy procedure on (B)(6) 2023. During the procedure, it was reported the whole coating peeled off. Based on media the customer provided it shows the sleeve on the sensor wire was detached. There were no patient complications reported as a result of this event.